Event description:
It was reported that the device was explanted after an implant duration of approximately 77 months. The reason for explant remains unknown, as no further details were provided.

Event description:
Same case as MFR# 2134265-2009-05206. It was reported that during a coronary drug eluting stenting treatment procedure, a product mix-up occurred. The target lesion was located in the circumflex (cx) and right coronary artery (rca). The physician asked for a bare metal stent for each of the lesions; however, two taxus liberte drug eluting stents were handed to the physician instead and were implanted in the cx and rca. The procedure was successfully completed with no pt complications reported. Three months later, it was being considered whether or not dual antiplatelet therapy should be discontinued for the pt due to an upcoming knee surgery when it was discovered that drug eluting stents had been implanted rather than bare metal stents. The pt's current condition is listed as "fine".

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.